Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 and system error 2367, this system error occurred during dwell 3 of 3 with the final bag had fluid and the patient was connected. The technical service representative (tsr) assisted the home patient (hp) to cycle power which cleared alarms. The tsr then explained alarms and the caller would discard supplies. The supply bags and heater bags were sucked dry. The caller would contact the nurse about the alarm, being connected and the missed therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2012. The patient stated the following: the cause of the alarm was unknown and new supplies were used to clear the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Received one used set in reference to system error 2240. Set was visually inspected with no solution noted throughout set. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The cause was undetermined.